Event description:
It was reported that the patient experienced a fall and broke her c1 and c2 vertebrae. The hcp confirmed that there was no neurological damage; however, the patient experienced a loss of therapeutic effect leading to urinary retention requiring catheterization. It was noted that it was unknown if the patient was indicated for urinary retention. The patient was admitted to the hospital after the fall and prescribed percocet. Shortly after, the patient was switched to a lidocaine patch, and then moved to a rehab center. The patient was doing physical therapy for two weeks in a nursing home, and it was unknown if the medication and physical therapy were contributing to the patient not voiding. It was noted that the patient's family member had made an adjustment to one of the patient's programs, and confirmed that the neurostimulator was turned on. It was later reported that the patient had still not experienced symptom improvement, and was in the process of finding someone to increase the device settings. It was reported that the patient would not be discharged from the nursing facility until the voiding issue was resolved. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient's whole system was replaced. The patient still had urinary retention. The hcp reported the patient outcome as 'serious injury / illness'.

Event description:
Additional information. The device was revised. It was noted the case went "perfect" but no further details were provided.

Manufacturer narrative:
Lead model 3093-28, lot # j0405966v, implanted: (B)(6) 2004, explanted: na; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2004, explanted: na; programmer model 3037, serial # (B)(4).

Event description:
Additional information received reported that a manufacturer representative met with the patient and checked the system and confirmed it was working. The representative increased the stimulation, however the patient still was experiencing symptoms and the hcp had instructed the patient not to turn stimulation up any further.

Manufacturer narrative:
Lead model 3093-28, lot# j0405966v, implanted: 2004-(B)(6), explanted: 2012-(B)(6); extension model 3095-10, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2012-(B)(6).